Event description:
Boston scientific received information that there was oversensed noise observed on the right ventricular (rv) channel of this patient¿s device which led to pacing inhibition with greater than two seconds of asystole. The patient was asymptomatic during this time. Additional information provided from the field indicated that the source of the noise was unconfirmed and the sensitivity of the system was reprogrammed. The device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.